Event description:
The pt is reportedly experiencing a loss of sound with her internal device. External equipment was exchanged and programming adjustments were attempted however, this did not resolve the issue. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.